Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s blood glucose was 66 mg/dl and an accidental meal announcement was made when glucose was 82 mg/dl while using the ilet, after which oral glucose in the form of juice was given and a follow-up reading was 110 mg/dl. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of the information provided. Investigation of this case revealed no device problem, a user interface context, and a usage problem consistent with an improper procedure related to an accidental meal entry. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.